Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): a review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn because the device was not returned for evaluation. Date of event was corrected to (B)(6) 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This follow-up report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument which is neither implanted nor explanted. The investigation could not be completed; no conclusion could be drawn because the complaint device was not received for evaluation. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail procedure using a suprapatellar instrumentation the outer protection sleeve, part number 03.010.437s, lot number 738091, slipped off and broke. A portion of it remained in the patient. The surgeon decided it would cause the patient more harm to try to remove the sleeve piece, so it remains in the patient. The surgery was successfully completed and the patient is recovering well. This report is 1 of 1 for complaint (B)(4).